Event description:
Revision surgery - due to dr. Did a hemi hip on. This patient fell on and dislocated the hip and the bipolar shell and 28mm head disassociated. Dr. Revised the hip with a longer neck which stabilized the hip.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00742; 497-36-000, s809 - trauma, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.